Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 patient's spouse reported that her husband had a bard PICC placed on (B)(6) 2016 in the right arm. Patient had gi surgery on (B)(6) 2016. Spouse asked the healthcare professional why her husband's right knuckle was swollen. On (B)(6) 2016, an ultrasound was done. Patient was diagnosed with dvt on the right arm where the PICC line was placed. Patient was started on heparin at that time. PICC line was explanted on (B)(6) 2016 and a bard powerport was placed on (B)(6) 2016.